Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that nearly one month after the dental implant was installed in intraoral region #6 it was verified its non osseointegration. A 45 ncm of primary stability was achieved and immediate load was performed. Patient presented bone type iii.